Event description:
No additional information.

Manufacturer narrative:
A mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 24015583. The customer reported that on two occasions the "macro drip equipment" disconnected from the maxzero when attempting to pass medication through the infusion system. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that the connecting device was a non-bd product consisting of a luer slip. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24015583 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user. Do not leave slip luer syringes unattended". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 component in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was separated the following information was received by the initial reporter with the following: the nurse assistant reports that the free needle connectors are not connecting with the macro drip equipment, when trying to pass the medication from the infusion device, it separates from the needle connector and the medication that was being administered to the patient is lost.